Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch ultra2 meter was reading inaccurately high compared to another, unspecified, meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that, at 4pm on (B)(6) 2018, he began to develop the symptoms of feeling ¿sweaty and lightheaded¿. He stated that, in response to these symptoms, and immediately after developing them, he tested his blood glucose on the subject meter and obtained a result of ¿70 mg/dl¿. It is unclear from the information provided how the patient manages his diabetes, but he reported that at this point, due to the blood glucose reading of ¿70 mg/dl¿ and the symptoms he was experiencing, he took ¿glucagon shots¿. The patient stated that ¿almost 30 minutes¿ later, he tested his blood glucose again, this time on his wife¿s blood glucose meter (the patient did not specify what type of meter this was) and obtained the result of ¿30 mg/dl¿. This result of ¿30 mg/dl¿ caused the patient to think that the earlier result obtained with the subject meter (of ¿70 mg/dl¿) was inaccurately high, compared to his wife¿s meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that in response to the result of ¿30 mg/dl¿ he drank ¿juice¿ right after obtaining the result. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing, the patient¿s testing process was correct, the test strips had been stored correctly and had not expired and the test strip vial was not cracked. When the csr walked the patient through a control solution test, the result was not in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event while using the subject meter. Although the patient¿s symptoms occurred prior to him obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.